Manufacturer narrative:
In the returned state, the lead had been cut into three fragments. All lead fragments were available for analysis. The inspection showed no deviations from the technical specifications that could be related to the rise in impedance. No conductor fractures were detectable during the electrical check. In addition, the analysis found cuts in the insulation (8 cm distal of the is-1 connector pin) and a deformed outer insulation due to squashing (29 cm proximal of the tip electrode), which are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported, that after approximately 67 months impedance increase of the ra-lead was detected. A new ra-lead was implanted.